Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-09, lot# n083630, implanted: (B)(6) 2007, product type accessory; product ID 7425, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had surgery on (B)(6) 2013 to move her implant to a different location in her back because she couldn¿t reach it to charge. It was noted the implant was right next to the patient¿s spine. The patient had been having recharging issues since 2 weeks post-surgery. It was noted that the patient was at the health care provider (hcp) yesterday. Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and their concerns were resolved at an appointment on (B)(6) 2014. It was reported the patient was still having concerns regarding the device or therapy, but was working with the physician or rep. The patient¿s next appointment was scheduled on (B)(6) 2014.